Manufacturer narrative:
Please note the corrections to d4 gtin, d9 and h6 method codes. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the received device shows signs of extensive usage evidenced by the appearance of scratches wear marks water marks and discoloration. Device also has corrosion marks near the identification engravings or etching. It is also observed the pin that holds the handle construct together has separated from the device. Moreover, functional test was done for the returned device and it was observed that the pin that holds the handle construct together has separated from the device that makes the handle loose & hence unable to function as intended. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a combination of user and wear related issue. The failure was caused by frequent and improper operation or handling of the device which further led to affecting the functionality of the device. The failure noted in this complaint is addressed with a CAPA. If any further information is provided the complaint report will be updated.

Event description:
As reported: "revive brotch handle broke".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "revive brotch handle broke"